Manufacturer narrative:
The date of this submission is 21-oct-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 18-aug-2015 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using the listerine ultraclean access dental flosser (route: dental, frequency, lot number and expiration date unspecified) for flossing as usual and the consumer noticed that the head of the flosser broke right at the neck of the brush during the usage. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states of america. Additional information was received on 29-sep-2015. The device was used for general oral hygiene. The product and lot number was not reported and the returned sample was not received for evaluation. The analysis of product and complaint category will be managed through a monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states of america.

Manufacturer narrative:
The date of this submission is (B)(6) 2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using the (B)(6) dental flosser (route: dental, frequency, lot number and expiration date unspecified) for flossing as usual and the consumer noticed that the head of the flosser broke right at the neck of the brush during the usage. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states of america.